Event description:
It was reported that the patient has an infection in scrotum with this inflatable penile prosthesis (ipp). It was said that the patient experienced infection and some fluid was coming out of the incision site. The device was removed and replaced with a semi-rigid device.

Manufacturer narrative:
Implant and explanted date updated. Lot numbers updated. Outcomes attrib to adv event updated. Describe event or problem updated . Date of event is approximate.

Event description:
It was reported that the patient has an infection in scrotum with this inflatable penile prosthesis (ipp). It was said that the patient experienced infection and some fluid was coming out of the incision site. The device is scheduled to be explanted and replaced with a semi-rigid device.

Manufacturer narrative:
Updated describe event or problem. Date of event is approximate.

Event description:
It was reported that the patient has an infection in scrotum with this inflatable penile prosthesis (ipp). It was said that the patient experienced infection and some fluid was coming out of the incision site. The device will be explanted and replaced with a semi-rigid device.

Manufacturer narrative:
Date of event: exact event date unknown.